Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported the tip of the catheter was retained in the patient on removal. When the catheter was removed, the wire came out and it appeared that the catheter tip was fractured. Thus far, imaging was completed on the patient. X-ray and CT scans were completed, however the catheter tip was not seen. The patient had no signs of injury and was discharged home. The provider that removed the catheter reports that there was no resistance when removing. The provider that inserted the catheter did not feel as if the catheter was cut on insertion. No injury reported.